Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l5 to s1 fusion procedure using rhbmp-2/acs on (B)(6) 2010. Patient's post-operative period has been marked by increasingly severe pain in his low back and weakness in his lower extremities. A CT scan performed on (B)(6) 2011 revealed a neurocompressive lesion at the implant site. It was reported that the patient continues to experience severe and unrelenting low back pain that radiates into his lower extremities. He was previously active in sports and enjoyed playing with his children. Since the surgery, he can no longer sit or stand in one position without severe discomfort, and requires the use of a cane on occasion when walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.